Event description:
Crna attempting to place continuous epidural for pt during labor. After placing the needle, the crna attempted to connect needle to tubing. The needle would not connect securely to the phlange of the syringe due to breakage around the neck of the needle. The crna had to remove the needle and replace it with a new one.